Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent slightly opened at its distal end and severely deformed at its proximal end. The balloon is slightly unfolded but shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. The stent protector was not returned for analysis. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pro-kinetic energy coronary stent system was chosen for treatment. During device introduction into introducer sheath a stent deformation was detected outside patient.